Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose. It was stated that the customer treated high blood glucose with manual injection prior to the hospitalization. Troubleshooting was not performed at the time of call. Nothing further reported.